Event description:
It was reported by a labor and delivery clinician that there was an IV device with "nothing infusing." It was noted that while attempting to power off the device, "communication error" was displayed. Module a was positioned on the left side of the pcu and module b was positioned on the right side of the pcu at the time of the event. Although requested, there was no information provided regarding the impact to the patient.

Manufacturer narrative:
The customer¿s reported complaint of the source pump module not infusing was not confirmed since the logs confirmed the pump was infusing at the time of the event. The customer¿s reported complaint of a communication error was confirmed after review of the customer logs during the investigation. Based on the logs, a communication loss was exhibited between the source device and the pcu after the source pump module was channeled off during an infusion. As a result of the communication loss, the source device displayed the ¿communication error¿ noted by the user. A review of the logs identified the time of the incident occurring on (B)(6) 2019 at 9:25 am. A channel disconnect/ communication loss error event was identified during the time of the incident. During a channel disconnect/ communication loss error event, a pump module is designed to continue infusing until the unit is physically removed or channeled off. In this state, all pump module buttons are available except for the ¿channel select¿ key. The proximate cause of the customer¿s experience with the communication error was attributed to a communication loss between the source device and the pcu. The exact cause of the communication loss was not determined since the incident devices were not returned for this investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by a labor and delivery clinician that there was an IV device with "nothing infusing." It was noted that while attempting to power off the device, "communication error" was displayed. Module a was positioned on the left side of the pcu and module b was positioned on the right side of the pcu at the time of the event.